Event description:
It was reported that during a ptca/stent procedure, a stent was placed in the right coronary artery lesion without pre-dilation or post-dilation. A second stent was advanced distally through the newly implanted stent. The stent delivery system (sds) was pulled back because it would not cross, at which time resistance was encountered. Reportedly, the stent separated in the ostium of the right coronary artery. A balloon catheter was used to dilate and deploy the separated stent in the ostial right coronary artery. An hr later, the pt presented with chest pain and thrombus in the deployed stent. An unsuccessful attempt to dilate the stent was made and the pt was taken to bypass surgery. The pt subsequently died. The relationship between the event and the pt's death cannot be established.